Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the centrifugal pump squealed. The pump also had a crack in the broke. No patient involvement as this occurred during prime. Product was changed out. No patient involvement as this occurred during pime. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual devices for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4) - evaluation in progress.